Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a f/u report.

Event description:
A physician placed a graftmaster stent in the mid right coronary to repair a perforation. The stent did not completely seal the perforation as the perforation was longer than the stent. The pt was treated with anticoagulants. The following day, the physician again administered anticoagulants and bleeding began again at the site of the perforation. The physician attempted to deliver a second graftmaster stent to the affected area, but was unable to advance the stent due to tortuous anatomy. The stent moved on the delivery balloon causing the stent to flare. The stent could not be withdraw and was deployed in the brachial artery. A third graftmaster was successfully placed to seal the perforation.